Event description:
Sales rep was demonstrating 800cc suction canister with hydrophobic shutoff. During demonstration, there was a fluid backup. There were no patient consequences, and no exposure to fluid.

Manufacturer narrative:
Samples from the same batch that had the alleged failure were returned by rep for testing. Failure could not be duplicated.